Event description:
Sv300 has stopped without alarms, nor messages. Pt was on vspep mode. Users just seen all pressure and volume indication to "0". In fact, sv300 jammed and apnea alarm "wasn't beep". Peep set up: around 5 cmh2o (indication obtained from users)- support level/peep setup: 12 cm h2o, trigger setup: green area.